Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer's blood glucose level. Multiple attempts have been made by tandem technical support to obtain additional information; however, no further information was provided.